Manufacturer narrative:
(B)(4). Results: a review of the manufacturing records for the device verified the lot met all pre-release specifications. Conclusion: according to the conformable gore® tag® thoracic endoprosthesis instructions for use complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: bowel transient ischemia and death.

Event description:
On (B)(6) 2016 a patient with a previously implanted endurant device underwent treatment of a type ib endoleak which was reportedly do to migration of the endurant device. A gore® tag® thoracic endoprosthesis (tge373720) was implanted inside the endurant device, covering the renal arteries since the patient was already on dialysis. The superior mesenteric and celiac arteries were also covered. A bypass procedure was performed between the celiac artery and the right external iliac artery. The procedure was completed and the patient was transferred to the intensive care unit (ICU). While the patient was in ICU, bowel ischemia was present and the patient expired.